Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual and tactile examination of the outer and mid-shaft section found a kink in the mid-shaft just proximal to the port bond skive location. This type of damage is consistent with excessive force being exerted on the delivery system. The bi-component bond showed no signs of damage or strain. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage; stretching or lifting of the stent struts. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that thrombosis occurred. Vascular access was obtained via the radial and femoral artery. The 80% stenosed target lesion was located in the severely calcified non tortuous proximal to mid left anterior descending (lad)artery. The physician decided to do a rotablation. A rota floppy wire was advanced and debulking was done using a 1.50mm rotalink¿ plus. Then the physician took out the rota wire and rewired the lad using a non bsc guide wire. The physician then predilated the lad using a 2.0 * 15 maverick balloon catheter. A 3.00x28mm promus element ¿ stent was advanced together with a non bsc guidewire using a buddy wire technique. After multiple attempts, the device still could not cross the lesion. The stent was withdrawn and a lot of thrombus was noted. The physician aspirated the thrombus and gave the patient intracoronary eptifibatide. After removing the stent the physician noticed that there was a good bend in the shaft of the stent. The physician didn't use the same stent again. The lesion was then predilated with a 2.5 * 15 non bsc balloon catheter and a 3 * 24mm promus element stent was advanced and placed distally and overlapped it with a 3.5 * 28 promus element stent proximally which completed the procedure. The lesion was post dilated with a non bsc balloon catheter. No further patient complications were reported and the patient's status was stable. The physician observed thrombus but he is not attributing the thrombosis to any of the devices used. He suspects this thrombus formation might be because inadequate anti platelet inhibition.

Event description:
It was reported that thrombosis occurred. Vascular access was obtained via the radial and femoral artery. The 80% stenosed target lesion was located in the severely calcified non tortuous proximal to mid left anterior descending (lad)artery. The physician decided to do a rotablation. A rota floppy wire was advanced and debulking was done using a 1.50mm rotalink¿ plus. Then the physician took out the rota wire and rewired the lad using a non bsc guide wire. The physician then predilated the lad using a 2.0 * 15 maverick balloon catheter. A 3.00x28mm promus element ¿ stent was advanced together with a non bsc guidewire using a buddy wire technique. After multiple attempts, the device still could not cross the lesion. The stent was withdrawn and a lot of thrombus was noted. The physician aspirated the thrombus and gave the patient intracoronary eptifibatide. After removing the stent, the physician noticed that there was a good bend in the shaft of the stent. The physician didn't use the same stent again. The lesion was then predilated with a 2.5 * 15 non bsc balloon catheter and a 3 * 24mm promus element stent was advanced and placed distally and overlapped it with a 3.5 * 28 promus element stent proximally which completed the procedure. The lesion was post dilated with a non bsc balloon catheter. No further patient complications were reported and the patient's status was stable. The physician observed thrombus but he is not attributing the thrombosis to any of the devices used. He suspects this thrombus formation might be because inadequate anti platelet inhibition.